Event description:
It was reported that a patient observed a crack in the patient line which caused a leak. The reported event was noticed prior to use. The patient continued therapy with all new supplies. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received and an evaluation was performed to investigate the reported event. During visual inspection, a cut was observed on the patient line. Pressure testing revealed a leak at the cut¿s location. Upon conclusion of the investigation, it was determined that the sample did not meet specifications. The reported issue was verified. The cause of the leak was determined to be due to the hole in the tubing but the cause of the hole was not determined. A CAPA has been opened to address this issue. Should additional relevant additional information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.